Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Manufacturer narrative:
On 8/5/2015 - the explant date was not provided, however this lead was returned for analysis. Upon receipt, the lead under complaint was found dissected at approx. 7 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
Boston scientific crm received information that at implant, this dextrus lead was exhibiting an impedance measurement of 1876 ohms. Following implant, impedance had decreased to 900 ohms and over the past year there has been a steady increase up to 2280 ohms. A boston scientific crm technical services consultant informed the caller that the most recent measurements is outside the normal range. The consultant suggested pocket manipulation and isometrics to try to illicit impedance changes. It was noted that this patient is not pacemaker dependant.

Event description:
Boston scientific crm received info that at implant, this dextrus lead was exhibiting an impedance measurement of 1876 ohms. Following implant, impedance had decreased to 900 ohms and over the past year there has been a steady increase up to 2280 ohms. A boston scientific crm technical services consultant informed the caller that the most recent measurements is outside the normal range. The consultant suggested pocket manipulation and isometrics to try to illicit impedance changes. It was noted that this pt is not pacemaker dependant. No other adverse events have been reported. This issue will be re-evaluated if additional info is received.